Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 109 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. The device had cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.